Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: component failure, which is expected or random without any design or manufacturing issue. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited distal fiber breakage, dents on the distal edge, minor stains under the light guide cover glass, cracks on the side of the video connector, and failed light transmission failed. There was no patient involvement.